Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Customer's blood glucose was 120 mg/dl. The customer changed the cartridge and successfully resumed insulin delivery.

Manufacturer narrative:
Additional information was received on 04/28/2022 indicating there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. Problem code. Problem code.